Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, batt out limit and failed batt test alarms during testing. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries, random no delivery alerts, battery change every week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.